Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error, button error alarm also screen was a lot more difficult to read. Customer's blood glucose value was unknown. Customer also stated that insulin pump had diminished battery life also rewind sounds like it was struggling towards the end. Customer stated that insulin pump had random no delivery alarm also sometimes esc button was not responsive. Customer mentioned time was delay but did not want to troubleshoot for it also decline to troubleshoot for other issues on the insulin pump. The customer was advised to revert to the back-up plan. The device will be return for analysis.